Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose readings were at 400 mg/dl while her sensor reading was at 160 mg/dl. The customer stated that she had to replace the transmitter due to this issue. The customer stated that she got this alert while driving. The customer stated that she is using the sensor properly and feels there is an issue with her transmitter. The customer stated that she calibrates 2 times a day and that it was advised by medtronic. The customer was advised to calibrate 3-4 times a day during a time when her blood glucose are stable not after meals or a bolus. The customer was advised to call back if assistance is needed.